Event description:
A report was received that during a lead revision due to migration the patient's leads were replaced with a paddle lead. The physician noted that the suture sleeve was broken while inside of the patient prior to the revision. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4), description: enh st ld kit,50 cm.

Manufacturer narrative:
Visual inspection on the explanted leads found no anomalies. The returned lead anchor was analyzed and no anomalies were noted.

Event description:
A report was received that during a lead revision due to migration the patient's leads were replaced with a paddle lead. The physician noted that the suture sleeve was broken while inside of the patient prior to the revision. The patient is doing well following the revision.